Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline power faults. The system controller and modular cable were exchanged overnight with no further issues or alarms reported the next day. The site stated they would continue to monitor and submitted log files for review. Following review by tech services, it appeared that the event log captured multiple driveline power faults (a) on 12jul2025. There was no interruption in pump support during the events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 12jul2025 was reviewed. The log file captured a driveline power fault alarm on 12jul2025 from 21:05:14 to 21:12:20 that was associated with a pwr_a_broken fault. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The modular cable was not returned for analysis. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The lot number of the heartmate 3 modular cable was not reported with this event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.